Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the lcd screen was cracked and missing lines of pixels; isolated issue to faulty lcd display. The unit has been repaired, firmware updated, tested and recertified per procedure. The unit was restored to proper operation.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, service found faulty lcd; missing lines of pixels.